Manufacturer narrative:
Pump received with cracked display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube, cracked reservoir tube window and missing end cap sticker. (B)(4).

Event description:
Customer reported that the insulin pump's battery compartment was cracked. Blood glucose level was not provided. No further information was provided.